Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.50 x 28 mm stent delivery system (sds) was returned for analysis without the stent. An examination (visual and via scope) of the crimped stent found that the stent was not returned for analysis. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture was within max crimped stent profile measurement. The balloon was reviewed, and no signs of positive pressure being applied to it were noted. The balloon body was exposed, and crimp markings could be seen on its surface. The proximal balloon cone was noted to be slightly bunched. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgment inside the patient occurred. The 95% stenosed, 24 x 3.0mm, concentric, de novo, target lesion was located in the non-tortuous and severely calcified left anterior descending artery. A 24 x 2.5mm synergy stent was advanced, however, the stent expanded before reaching the lesion. A 28 x 2.5mm synergy stent was then introduced but significant resistance was encountered and the stent separated from the balloon before reaching the lesion. A 28 x 2.75 synergy stent was then successfully deployed to keep the second stent in position, with the three stents overlapping, to complete the procedure. No patient complications were reported and the patient status was stable.

Event description:
It was reported that stent dislodgment inside the patient occurred. The 95% stenosed, 24 x 3.0mm, concentric, de novo, target lesion was located in the non-tortuous and severely calcified left anterior descending artery. A 24 x 2.5mm synergy stent was advanced, however, the stent expanded before reaching the lesion. A 28 x 2.5mm synergy stent was then introduced but significant resistance was encountered and the stent separated from the balloon before reaching the lesion. A 28 x 2.75 synergy stent was then successfully deployed to keep the second stent in position, with the three stents overlapping, to complete the procedure. No patient complications were reported and the patient status was stable.